Event description:
During a da vinci si hysterectomy procedure, the wires on the mega suture cut needle driver instrument reportedly came out. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a broken grip close cable at the distal idlers and found the cable segment sticking out at the instrument's wrist. The idler pulley spun freely. Other cables at the instrument's wrist were not damaged. An additional observation that was not initially reported by the customer was a damaged pulley. The distal idler pulley, which has the broken cable seated on, had a section that was bent inwards. Evidence not conclusive, but the pulley damage was likely due to mishandling and likely contributed to cable breakage. No other damage was found. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.